Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra meter would not power on. According to the reporter, the pt does not take any medications for diabetes. The pt stated that the meter had not been working for a couple of months. About a week or two prior to contacting lfs the same day, the reporter claimed that the pt developed symptoms of shakiness. The pt administered care by consuming more food/drink(s). The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.